Manufacturer narrative:
It was reported that the customer placed the procell solution in the preclean solution position. The customer was asked to prime the prewash sipper and rerun qc. The prime and qc results were acceptable. The patient's sample was then rerun. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys t3 result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory. Sample ID: (B)(6) had an initial result of 45.9 ng/dl with a data flag. The repeat result was 27.8 ng/dl. The reagent lot number is 53321001 with an expiration date of 31-jul-2022.

Manufacturer narrative:
On 10-jan-2022 additional information related to the event was provided. The repeat result was deemed correct. On (B)(6) 2021 at 9:32 pm, the patient's sample was again rerun for t3 but only a data flag result was generated. The provided qc and calibration data were within specifications. The alarm trace did not indicate an issue. The investigation determined that the customer's actions (replacing the procell and priming the prewash sipper) resolved the issue. A general reagent problem can be excluded because the issue was traced to the customer putting the procell solution in the cleancell position. The investigation did not identify a product problem. Medwatch field b6 was updated.